Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received insulin flow block alarm. The blood glucose level was unknown customer was assisted with troubleshoot. Customer tried all the remedies. Customer state that insulin did not exist. Customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan the product will not be return for the analysis.